Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that while on patient the evita v600 performed a restart. There was no patient injury reported.

Manufacturer narrative:
For the investigation of the reported event, the logbook, photos and the requested parts of the affected evita v600 with serial number (B)(6) were available to the manufacturer for examination. A dräger service technician additionally examined the device on site and could not detect any deviations. Analysis of the submitted log confirmed that the affected device performed an unexpected synchronized restart of the ventilator unit and control panel at the reported time, due to an access problem in the software process flow chain. The restart was alerted as specified, high priority acoustically via activation of the auxiliary acoustic alarm (ventilator unit piezo sound generator). In lübeck, the pba m48.3 circuit board including the red and blue usd cards were then subjected to a functional test and ram memory stress test in ventilation mode using an independent laboratory device. During a 26-day endurance test of the returned pba m48.3 pcb and the two usd cards, no deviation or reboot could be reproduced. For safety, the safety software analyzes and verifies the correct device function. If the safety software detects a deviation of the ventilation unit from the correct device function, it requests a warm start of the ventilation unit and simultaneously of the control unit as a specified reaction. During a warm start, ventilation is temporarily interrupted and the acoustic auxiliary alarm of the ventilation unit sounds. The safety valve is meanwhile open against the environment to allow the patient to breathe spontaneously. After 8 seconds at the latest, evita v600 automatically continues ventilation in unchanged settings. The warm start of the control unit is completed after one minute at the latest. Meanwhile, the user can follow the already resumed ventilation via the oled display of the ventilation unit and read safety-relevant parameters, such as fio2 concentration, minute volume and airway pressure. The warm start is finally indicated by the alarm message "ventilation unit restarted" on the control unit with acoustic alarm tone sequence and the acoustic auxiliary alarm of the ventilation unit is silenced. Complaint investigation confirmed an unexpected synchronized restart of the ventilator unit and control panel due to an access problem in the software process flow chain. The ventilator alerted the condition as intended and resumed ventilation in the last settings after the restart. The exact cause of the identified access problem could not be conclusively determined. The number of similar cases due to the same cause is within the expected range of the respective risk assessment and is therefore accepted.

Event description:
It was reported that while on patient the evita v600 performed a restart. There was no patient injury reported.